Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The patient attempted to troubleshoot by clamping the tubing, unlocking the cassette and checking for air in the line. No air was present and the pump continued to alarm. The rate was 12.7 ml, the volume was 301 ml and the volume give was 248ml. There was no patient injury. No additional information available.